Event description:
The nurse reported that three system messages displayed, and a corneal burn occurred. The nurse stated the patient was male, but refused to provide more information. Multiple attempts were made for more information on the event with no response to date.

Manufacturer narrative:
The company service representative examined the system and phaco handpiece with no problems found. The system was then tested and met all product specifications. A review of the service history for this system did not indicate any additional, related, unplanned service requests in the last 24 months. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/14/2008.